Manufacturer narrative:
The suspected flowmeter was returned for investigation. The pressure dome was found burst in multiple parts; a material discoloration is visible. The inner tube with the scale was compromized as well. It could be derived that the part was manufactured in 1999. Despite repeated requests, no information in regard to the chemicals used for reprocessing was provided. Reportedly, a visual inspection is carried out at least annually to detect potential deteriorations. During the previous 10 years, a number of similar complaints have been reported. All except one were related to reprocessing with incompatible chemicals. It can't be proved for this actual case but a correlation is seen likely. The material the particular pressure dome is made of was later replaced by a different one that was found to have a better stability against disinfectants containing alcohols in their formulation. Dräger lists in the IFU chapter "reprocessing" several products that were tested for material compatibility. Furthermore it is requested in the IFU to check the flowmeters on a regular base for mechanical integrity and that an in-depth check shall be carried out at least every three years by skilled service personnel.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported to us that the pressure dome of a dräger flowmeter burst. The incident occurred during the night time in a room where no patient or hospital staff members were present.